Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Specific bg value was not provided. The customer was transported to the emergency room (ER) via ambulance. Prior to going to the ER, the customer consumed honey to address bg level. In the ER, the customer was treated with an intravenous glucose drip. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer had originally believed that 60 units of insulin were inadvertently delivered. System check with technical support confirmed the pump was functioning as intended and no issues were identified. The cause of the low bg was unknown. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.